Manufacturer narrative:
A ge service rep performed an on site investigation. The fault was cleared. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a control panel error and failed to boot up. No pt injury was reported.